Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient¿s wound at the lead incision site did not heal well. The physician removed the device and there have been no reports of further complications regarding this event.